Event description:
Procedure type: fms "fill the space with mesh" - it is a mammary gland resection procedure. This is an off-label use of the product. According to the reporter: reportedly, the mesh product (and another manufacturer's absorbable "film") is used to fill the space left by the resection. Reportedly, the space was filled and a foreign body reaction occurred. Generally, patients have radiation therapy one to two months after the operation. Reportedly, twenty patients have had strong reactions to the radiation therapy where the mesh (and another manufacturer's absorbable "film") was placed in the breast. Reportedly, reddening, excessive seroma accumulation, where the seroma had to be removed, and serious infections occurred. Details about each patient were not available (multiple attempts were made to obtain additional information). Reportedly, patients have never experienced these symptoms before even though this type of mesh (and another manufacturer's absorbable "film") had been used previously for this type of procedure. According to the reporter, the color of the mesh product has changed to a darker color, and the weave of the mesh has also changed. Reportedly, the mesh is softer than it used to be. Reportedly, patients in other hospitals using this mesh (and another manufacturer's absorbable "film") for this procedure do not have these symptoms. Reportedly, depending on the severity of the symptoms, antibiotics were administered to some patients, and exenteration occurred in some cases. Additional information: the product was used off-label in a procedure called - fill the space with mesh. This procedure is performed by folding and wadding the mesh (contrary to the IFU caution*) into a small mass, using fingers and instruments, and then another manufacturer's absorbable "film" is wrapped and sutured around this mass of mesh. This procedure and handling of the product is an off-label use of the mesh product. The information for use (IFU) pamphlet also indicates that adverse events associated with the use of the mesh product include: wound dehiscence; variable rates of absorption over time (depending on the presence of infection and the tissue site); failure to provide adequate wound support in closure of sites where expansion, stretching, or distension occur, unless additional support is supplied; infected wounds; moderate tissue inflammatory response characteristic of foreign body response. It should be noted the doctor has not indicated that the mesh (and another manufacturer's absorbable "film") was the root cause for the reaction. IFU caution* - care should be taken to avoid damage from handling and to avoid crushing or crimping damage due to application of surgical instruments.

Manufacturer narrative:
There have not been any changes made to the color or weave of the dexon mesh. Other than this hospital's reports, there have been no other complaints against this product code over the last five years.